Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intervention was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced supraventricular tachycardia episodes. It was also reported that the right ventricular (rv) lead exhibited intermittent under-sensing of r wave on current electrogram (egm) and svt episodes secondary to inappropriate ventricular pacing as a result of under-sensing, with potential different r-wave morphology. It was further reported that the cardiac compass has invalid data. Both the rv lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.